Manufacturer narrative:
Code c19 - a review of the manufacturing records indicated the lot met all pre-release specifications. H6: code b20 -the device remains implanted and was therefore not available for engineering evaluation by gore. According to the gore® excluder® aaa endoprosthesis instructions for use (IFU), potential adverse events that may occur and/or require intervention include, but are not limited to aneurysm enlargement, endoleak, and reoperation. Imaging evaluation summary: the imaging evaluation performed by a clinical imaging specialist showed the following: ¿ one time point available for evaluation: post-implantation cta dated (B)(6) 2023. ¿ there appears to be lack of distal device limb apposition in the rci. ¿ the length from the distal device limb to the right iliac bifurcation appears to be ~23mm, by centerline. ¿ diameters appear to range from ~17mm ¿ 26mm. ¿ aaa maximum diameter appears to be ~63mm. No type ii endoleak is identified on available imaging. W. L. Gore & associates, inc. (Gore) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by gore, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Blank fields present on this report include required fields and fields determined to be not applicable. Blank required fields indicate that the information was not provided, was deemed unavailable or was not applicable. This report does not constitute an admission or a conclusion by FDA, gore, or its associates that the device, gore or its associates caused or contributed to the event described in the report. In particular, this report does not constitute a legal admission by anyone that the product described in this report has any defects or has malfunctioned, as defined from a legal standpoint. These words are included in the report and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
The following was reported to gore: on (B)(6) 2010, the patient underwent an endovascular procedure utilizing gore® excluder® aaa endoprosthesis (trunk ipsilateral leg and three contralateral legs). On january 16 2024, the field sales associate was notified that this might be a possible reintervention needed by extending on both limbs from the initial procedure but nothing is certain until an angiogram is done on (B)(6) 2024. On (B)(6) 2024, the patient underwent an endovascular reintervention in zone 9 infrarenal where they did an angiogram and found there to be a type ii endoleak from the lumbar artery, which the physician embolized. The aneurysm size at the time of procedure was 6.2cm and prior size is unknown. No extension or device was used. There was no type 1 or type iii endoleak of any sort with the grafts. Patient is doing well.